Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that a sensor came off while customer was in school. Customer's mother stated that during an insertion customer experienced pain due to sensor pulled out when attempting to release it. Customer's mother stated the insulin device alarmed sensor is dead and they put in a new one. She was advised the sensor does not need to be removed just need to charge the transmitter. Customer stated the itching is under sensor. Customer's blood glucose was unknown. No further information reported.